Event description:
Oring on implant driver came off in implant..

Event description:
Oring on implant driver came off in implant.

Manufacturer narrative:
Reported device was not placed and removed. Due to a clerical error, the processor did not indicate the complaint as reportable. This was discovered during a complaint investigation review. The investigator notified the complaint record assessor and requested a correction to the complaint record to allow for the creation of the reportable emdr record. The emdr record has been reviewed and corrected to allow for proper submission.